Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A few years ago, plif surgery was performed using cannulated cortical fix screw 7 x 45mm (part#: 186731745, lot#: unk). The fixed area was l5 - s. On (B)(6) 2017, revision surgery was performed due to lumbar disc hernia (l3 - l5) and pseudarthrosis (l5 - s). For details of this revision, please refer to (B)(4). During the revision surgery, the following issues happened while the surgeon was inserting two cfs screws (part#: 186731845, lot#: avkdyf) to s1. The tip of the driver (part#: 286725020, lot#: ag2098256) got broken and was left in this cfs screw, however, the surgeon successfully removed the screw and the tip together by using si polyaxial driver (s1, right side). Similarly, the tip of the driver (part#: 279734000, lot#: mi34169) got broken and was left in this cfs screw. The surgeon tried to remove the broken tip, however, he could not remove it. Then, the screw head was removed from this cfs screw. The broken tip and screw shaft were left in the patient¿s bone (s1 left side). The surgery was completed with a 60-minute extension. No further information has been provided from the hospital.

Manufacturer narrative:
Visual examination of the returned device found tip of broken instrument lodged in screw head. Drive feature of screw was stripped. Screw is considered a concomitant device and stripping of the drive feature is not considered a reportable malfunction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.